Event description:
It was reported that during an acoma aneurysm embolization procedure, operator used a microcatheter to deliver the subject stent. When the subject stent reached distal of aneurysm, it was withdrawn to re-position to aneurysm neck. While doing so, the subject stent deployed prematurely in the tip of microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an acoma aneurysm embolization procedure, operator used a microcatheter to deliver the subject stent. When the subject stent reached distal of aneurysm, it was withdrawn to re-position to aneurysm neck. While doing so, the subject stent deployed prematurely in the tip of microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, the subject stent was found to be deployed and not returned. The distal end of the stent delivery wire (sdw) was found to be kinked/bent and the stent introducer sheath was found to be intact. The functional testing was not required as the issue was confirmed during the analysis and the additional information received. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device and on the event description information received. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. It was reported that the when the operator withdrew the stent delivery to locate it to the position of the aneurysm neck, the stent deployed in the microcatheter tip during this procedure. Further additional information received mentioned that the stent was not deployed outside the patient on the table by the physician. On visual inspection, it was observed that the subject stent was not returned for analysis. The distal end of the sdw was found to be kinked/bent. The stent introducer sheath was found to be intact. Pr 3432747 has been opened for the inspection of the microcatheter used in this case. On analysis of the microcatheter, the stent was not found deployed inside it. As there was no stent returned in this case, therefore it is not possible to confirm the reported event only based on the analysis. Thus, the reported event stent deployed prematurely during use will be confirmed based on visual analysis and from the additional information provided. The as analyzed stent deployed prematurely during use and sdw kinked/bent codes and as reported stent deployed prematurely during use code will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.